Event description:
It was reported that, during reprocessing, the uretero-reno fiberscope tested positive for 7 colony forming units (cfus) of an unspecified contamination on september 25, 2025. The device was retested again after three provisional days, and it tested positive for 3 colony forming units of an unspecified contamination. The device was tested again on october 4, 2025, and tested positive for 8 colony forming units of an unspecified contamination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization processes, results of third-party testing, the device evaluation and the final investigation. The following fields were updated: b5, d8, d9, h3, h6. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: october 28, 2025 sampling from: all channels cfu: less than 1 cfu bacterial identification: not available the device was evaluated where foreign objects were found throughout the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, after a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The uretero-reno fiberscope tested positive for unspecified microorganism. All channels sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This event was found during reprocessing and there was no patient involvement.